Manufacturer narrative:
No button error alarm or frozen screen noted. Unit passed self test and displacement test. The time advanced properly during testing. Unit had intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, broken battery tube threads,cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 254 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.